Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with insulin. Reportedly, the cartridge was filled with 260 units. There was no reported impact to the customer's blood glucose level. The customer declined troubleshooting with tandem technical support. Multiple attempts have been made to gather further information from the customer, however no response was received.